Event description:
The customer reported the alarms were silenced without any intervention from the staff.

Manufacturer narrative:
The customer reported that in 2008 between 20:00 and 23:00, red alarms were being silenced by the info ctr without any interaction from staff. This was noted to have occurred approximately 6-8 times. Logs were gathered and submitted for analysis. Logs show alarms occurring throughout the timeframe noted which are silenced by staff with subsequent reminder tones occurring periodically every 3 minutes. Available info supports that there was no device malfunction, and no info to support that this is an ongoing issue. The phillips response ctr engineer indicated that the customer has rec'd add'l training on alarm reminder behavior. Alarm silencing and alarm reminder functions are adequately explained in the instructions for use (IFU). No further action or investigation is warranted.